Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 523mg/dl. The customer was treated for high blood glucose with insulin pump. The customer stated has to press buttons continuously to get them to respond. The customer stated that there is no significant event leading to the keypad issue. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent down and up arrow buttons due to moisture damage on keypad traces. No unexpected no delivery alarm noted during our testing. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked case, scratched case, cracked reservoir tube, cracked reservoir tube window, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.